Event description:
In 2008, the customer reported an ipump that failed incoming inspection testing. The device failed the air in line alarm testing after being rec'd from baxter. The facility's biomedical engineering technician (bmet) performed the incoming inspection testing using the product manual provided by baxter. The device was not used for pt therapy.

Manufacturer narrative:
A baxter service technician evaluated the pump on site. However, the results of the evaluation are still pending. A follow up report will be submitted should the results become available. The manufacturing facility has been aware of this report through baxter's complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.